Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. During visual inspection, the female connector was received separated from the light blue main body. Functional testing including clear passage and clamp functioning testing were performed and the device operated according to product specifications. The reported condition was verified. The cause of the condition was due to inadequate solvent to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021, further described as "last week". Initial reporter phone no. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of a minicap extended life pd transfer set separated and started to "come apart at the dark blue threads". This issue occurred during an unspecified process step for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.